Event description:
Subsequent to the initial medwatch report additional information indicates that the patient experienced a minor, ipsilateral, ischemic stroke. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of a neurological event is a known observed adverse event as listed in the product instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The reported patient effects of stroke and ischemia are known observed and potential adverse events as listed in the xact instructions for use.

Event description:
It was reported that after the implantation of the xact stent in the right internal carotid artery, the patient experienced hyperperfusion syndrome. The patient was medically managed and her condition has improved. The patient was transferred to another hospital the day after the carotid stenting procedure. There was no additional information provided.